Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that there was visible black spot contamination on the IV tubing. Defect location was pump chamber. There was no patient involvement, and no harm was reported.